Event description:
It was reported that during a laparoscopic gastric bypass procedure, there were misformed/unformed staples, could only be opened with application of excessive force. The staples could be removed. A new instrument was used and it functioned well. No further information is available. There was no patient consequences reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.